Event description:
It was reported that an infusor had a ruptured bladder. The reporter stated that this issue happened approximately two minutes after the start of infusion. The device was filled with 95 ml of the chemotherapy drug fluorouracil (44.96 mg/ml). There was patient involvement, however there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.